Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1 vticm5_12.1, -4.50/+1.0/106 (sphere/cylinder/axis), implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2018, the lens was explanted due to patient being dissatisfied with the visual acuity when "looking at something at near distance." The patient also experienced significant discomfort. There is no plan to implant another lens.

Manufacturer narrative:
Device evaluation: the product was returned dry, in a micro-centrifuge vial with residue on lens product. Visual observation found the lens with a bent haptic and residue on the lens. (B)(4)